Manufacturer narrative:
See related complaint (B)(4) for reservoir. Device not returned for evaluation.

Event description:
It was reported the patient had his inflatable penile prosthesis removed and replaced due to cylinder aneurysm because the physician observed a "bulge" in the patient's penis. The patient is doing well today. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. There was a leak in one cylinder that was the result of fatigue in the inner tube. The cylinder had broken fabric threads and exhibited bulging when inflated. The other cylinder had a hole in the outer tube that was the result of a sharp instrument consistent with explant damage. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required. 720185-01 752915010 reservoir flat iz 100 ml device impotence mechanical/hydraulic the complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported the patient had his inflatable penile prosthesis removed and replaced due to cylinder aneurysm because the physician observed a "bulge" in the patient's penis. The patient is doing well today. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.